Manufacturer narrative:
The customer's report was observed at zoll medical corporation. However, during disassembly of the device to determine root cause, the technician observed internal damages and corrosion from water ingress. The front enclosure and monitor board were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.